Manufacturer narrative:
A review of the complaint history for sn (b)6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier system required maintenance. The field service engineer worked with the customer to perform a proper hard shutdown and power-up. The issue was resolved after a hard reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID was failed and required maintenances. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.